Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection found the device to be in good physical condition. Functional testing to detect for delivery accuracy found pump to be delivering within specification. Upon visual inspection however, fluid ingression was noted. The failed occlusion test was a result of the fluid ingression. The reported complaint was unable to be confirmed. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing. Root cause was determined to be customer induced fluid ingression.

Event description:
Information was received that a smiths medical cadd prizm vip pump had failed occlusion test and failed volume accuracy testing. No patient injury resulted.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement.